Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down button on the insulin pump had to press twice to get it respond. Customer mentioned that the insulin pump had button error as he hit the act button but was not doing any action. Customer reported that the insulin pump was slower during rewound, motor made labored sounds and louder during rewound. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.